Event description:
It was reported that the customer experienced high blood glucose levels and moderate ketones. The blood glucose reading was 541 mg/dl, which was treated with bolus and manual injections. The customer stated that she had had eye surgery prior to the event, and that after the surgery she took notice of high blood glucose levels. Upon troubleshooting, an air bubble was found in the reservoir. The most recent blood glucose reading was 419 mg/dl. Troubleshooting could not be completed due to lack of tubing clamps, which the customer advised would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.